Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the stored egm shows invalid data. The patient had CT scans and radiation therapies since the episodes were stored. The device remains in use. No patient complications have been reported as a result of this event.